Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 1000 mg/dl at the time of the incident. Another blood glucose level was 270 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that there was no symptoms related to high blood glucose. The customer was treated with insulin infusion intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did allege insulin pump was under delivering because blood glucose was not coming down after bolus . The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On feb 22, 2022, the customer alleged was hospitalized for high bg and pump under delivery. On oct 23, 2020, (B)(4) svn: 000311911975, the customer alleged pump bolus not delivered and high bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of feb 22, 2022, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 10.9u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Pump programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery and pump bolus not delivered was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.